Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was unknown. Four days later the patient was hospitalized for the event and five days later the peritonitis was confirmed. It was reported the treatment given to the patient was unknown; however, treatment was ongoing. At the time of this report the patient remained hospitalized and was recovering from this peritonitis event. The action taken with dianeal therapies was not reported. No additional information is available.